Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) recorded a 'check ra lead' message. After further review, a right atrial (ra) impedance of greater than 2000 ohms was found. It was noted that ra sensing and thresholds were okay. The high ra impedances were not reproducible with patient isometrics or pocket manipulation. It was also noted that the patient was atrial pacing 21% of the time, and there were no inappropriate atrial tachycardia response (atr) episodes. Technical services (ts) discussed the option of continued monitoring, or an x-ray, but that it would be physician discretion. To date, there have been no reported adverse patient effects related to this clinical observation.

Event description:
Additional information was provided that the patient will continue to be monitored.

Event description:
Additional information was provided that a chest x-ray was ordered; however, the results of which are not yet available. The patient was also instructed not to go to gym and do upper body/arm exercises. No adverse patient effects were reported.

Event description:
Additional information was provided that the atrial impedances have continued to be intermittently out of range, with measurements greater than 2,000 ohms. It was noted that the patient was not pacemaker dependant. Boston scientific technical services (ts) discussed isometrics and it was noted that with isometrics, the clinic was unable to produce any noise. Ts discussed that the high impedance could be due to either a lead or connection issue. This will be discussed further with the physician. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The device was electively explanted approximately one year later due to a patient condition and was returned for analysis.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available, the event will be updated.

Manufacturer narrative:
--

Manufacturer narrative:
At this time, attempts to obtain additional information have been unsuccessful. This investigation will be updated should further information be provided